Manufacturer narrative:
The reported events were failure to capture, low lead impedance, r-wave amplitude variation, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the inner coil was over torqued at connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event was due to over torque of the inner coil at the connector pin region. The reported events of failure to capture, low lead impedance, r-wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
During an in-clinic follow-up, the physician noted a decrease in the r-wave amp variation, low pacing impedance, and loss of capture on the right ventricular (rv) lead. While repositioning the right ventricular (rv) lead, the helix was unable to be extended. A new rv lead was implanted to resolve the event. The patient was stable.